Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120155 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). User received 3 positive results on separate occasions with ff, then received a negative result with pcr. User's testing timeline is as follows: (B)(6) 2022 - first ff test positive. Took second ff test a few hours later and tested positive. (B)(6) 2022 - took a pcr test. (B)(6) 2022 - received pcr test result. It read negative. (B)(6) 2022 - took a third ff test and it read positive.